Event description:
Report received of a cassette leak during administration of chemotherapy. The customer reported that after the set was primed with an unspecified chemotherapy solution and set up on the pump, the cassette was noted to be leaking into the pump. There was no skin exposure to the leakage. The set had not yet been connected to the patient. The pump was set aside, and another infusion was set up for the patient. Though requested, no additional info was provided.